Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator service required" error code was observed. It is unlikely that this would impact therapy, but it is a safety control. The device's sensor board and should be replaced to address the issue. Additionally, not related to the issue, another "ventilator service required" error code was observed indicating a speaker 2 failure. The device's front panel/ keypad led board should be replaced to address the issue. No repairs were performed. The unit is not needed for inventory, and it will be scrapped.